Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The weekly trend in save to disk data shows minimum battery voltage equal to 2.639 to 2.633 volts between (B)(4) 2011 and (B)(4) 2011, which is before device recommended replacement time (rrt) at less than or equal to 2.6251 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The weekly trend in save to disk data shows minimum battery voltage equal to 2.639 to 2.633 volts between (B)(6) 2011 and (B)(6) 2011, which is before device recommended replacement time (rrt) at less than or equal to 2.6251 volts.

Event description:
It was reported that the device was near elective replacement indicator (eri) in twenty-eight months and had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.